Manufacturer narrative:
Neither the end-user nor the model and serial of the system could be confirmed, and no further investigation of the incident or root cause was possible. If lumenis obtains significant additional details, a follow-up medwatch report will be filed.

Event description:
This incident was reported to lumenis by a physician who was not connected with the user facility. Per the initial reporter, a selecta duet device was used in the yag mode to treat a secondary cataract and after the procedure, the patient developed a macular hole. The patient alleges that the macular hole was caused by the cataract laser treatment. Based on the limited details available, lumenis believes that this incident occurred in 2005, at a facility.